Event description:
On (B)(6) 2021 it was reported by a sales representative via email that an ar-1588rt-2j tightropes tensioning strands became loose. This occurred on (B)(6) 2021 during a femoral fixation for an acl. During the final tensioning they heard a pop and the tensioning strands became loose. The graft and tr ll were taken out to see what had failed. The tightrope looked like the suture had broke. The tr ll was removed and replaced with a ar-1588-rtj which implanted fine and the surgery was successfully completed with no patient effect.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-1588rt-2j (no batch indicator present) was received for investigation. Visual inspection identified a section of suturetape breakage along the returned ar-1588rt-2j construct. The most likely cause can be attributed to user-applied mechanical forces during tensioning.